Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the lead connector was loose when deploying the helix. There was a two to three millimeter in and out movement of the pace/sense pin. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Event description:
The product has now been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, no anomalies were found, the analyst commented,specification for distance between sealing rings and pin cap is 0.070" maximum. The lead returned measures 0.056" and is within specification.